Manufacturer narrative:
Explanation for unknown info: a4,b7,d6: a questionnaire was sent to the surgeon on 12/29/97. The response from the hospital did not provide this info. G1,h4: synthes can not determine the mfg site or device manufacture date without the lot number. The actual device was evaluated. A visual examination was performed and the device met the manufacturer specifications. Synthes can not reliably determine the cause of the reported incident.

Event description:
Plate removed following tendon rupture of the sensor indicis proprius as well as flexor tendons to index.